Manufacturer narrative:
The device remains implanted and in service. Should further information be received, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services is reviewing the data from the device to determine the longevity of the battery and whether it should be replaced and returned for analysis. The device currently remains in service. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services was able to determine that the battery was depleting faster than normal, and recommended replacement. Therefore, the device was explanted and replaced. No serious or adverse effects to the patient were reported.